Event description:
Customer reported that his insulin pump is malfunctioning, because he is not receiving the correct amount of insulin. Customer stated that his daily totals are not accurate. Nothing further was reported.

Manufacturer narrative:
The insulin pump was programmed with multiple basal rates and bolus deliveries and all registered properly in the daily total history. No basal anomaly or bolus anomaly was noted. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.